Event description:
Pt/user of the fmc device called tech support stating there was a fluid leak, he removed the cassette and noticed the fluid leaking from the cassette, then noticed a puddle of fluid underneath the cycler. Pt was immediately advised to discontinue use of cycler and informed him cycler will be replaced. During a follow up phone call the pt there was no ill effect from the fluid leak incident, no sign of infection and no medical intervention sought. Pt has received replacement cycler and continues ccpd with no problem.

Manufacturer narrative:
The liberty cycler was returned for eval, no non-conformities were found. The unit passed all tests during simulated treatment testing and met specifications. A batch record review was conducted and confirmed there were no deviations or non-conformances. Product labeling, material, and process controls were found to be within specifications. The eval indicates the pt did not develop any infection or complication. There was no reported ill effect from this incident and no medical intervention given. This is a retrospective MDR being submitted by fresenius medical care as a remediation action committed to FDA regarding all potential adverse events received between (B)(4) 2011 to (B)(4) 2013.